Event description:
It was reported that the patient presented to the emergency room complaining of dizziness. On interrogation it was found that there was no capture on the right ventricular (rv) lead. The pacing output was increased and the bradycardia was eliminated. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead (B)(6) 2000. (B)(4).